Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test due to the cracked and bleeding lcd glass. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 130 mg/dl. The customer was advised to insert an (B)(6) aaa alkaline battery. The customer stated the display did not return to normal. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was unknown. The customer stated that he may exercise too hard or he not totally sure why he had low. The customer was advised that we would be able to troubleshoot due to the screen being block out and was not readable for troubleshoot the low blood glucose he had.